Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Cause was unknown. Reportedly, the customer¿s blood glucose has increased to 76 mg/dl and the customer declined to provide additional information regarding the issue.